Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to unspecified reason. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use. The customer received a signal loss and was not alerted of changes in glucose level. The customer experienced dizziness and confusion but able to self-treat with unspecified treatment. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.